Event description:
The ge oec 9800 fluoroscopy system displayed collimator potentiometer error messages. Also loose handles on c-arm.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken wire to the collimator potentiometer that was replaced. C-arm handles were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.